Manufacturer narrative:
The manufacturer recieved information alleging a ventilator was alarming for a ventilator inoperative alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. A "service required" alarm condition was observed in the device's downloaded event log and the internal battery failed to charge. The internal battery and power supply were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.